Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) helium fill reservoir failed k3 leak test section of the all manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site contact person details: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the manifold helium reservoir assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, d8 d9, g3, g6, h2, h3, h6 codes(investigation findings), h11. A getinge field service engineer (fse) observed the fill manifold reservoir section of the all manifold test continuously failed. K3 leak test failed. Fill valve start and end pressure difference out of tolerance. Fse replaced fill manifold helium reservoir assembly (d997-00-0565). Returned to customer and cleared for clinical use. There was no patient involved and no harm reported. The following was performed by failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: helium reservoir this part was received with a reported unit failure message of k3 leak test fails. Performed visual inspection of this part received and part looks to be in good condition. Installed assy, helium reservoir into the cardiosave test fixture and tested to the factory specifications as per cardiosave service manual. Performed functional tests and observed k2 solenoid not worked. During all manifold leak tests leak test failed, membrane leak test failed with no specifications, fill valve test failed with out of specification and k3 valve test failed with no specifications. The failure analysis and testing department verified the failure message of k3 leak tests fails. Assy, helium reservoir failed testing. Retaining assy, helium reservoir in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields: d9.

Event description:
N/a.